Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 at 4 pm. The customer¿s blood glucose level was over 400 mg/dl at the time of hospitalization. The customer experienced chest pain and diarrhea. The customer treated high blood glucose with manual injection, drip and antibiotic. Customer was unable to complete care link upload. Based on customer report customer does not allege pump was under delivering. The customer stated that the basal rate and bolus wizard was programmed accurately. Customer reported that insulin pump was worn during a medical procedure. The insulin pump passed displacement test. The insulin pump will not be returned for analysis.